Event description:
The customer described a situation which is consistent with a system lockup. There was no uncommanded x-ray. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 was evaluated and reseated. The system was tested and found to be working as intended and returned to service.